Manufacturer narrative:
Awaiting product return to conduct quality investigation.

Event description:
Consumer called complaining about accuracy of his cobranded logic meter. Analysis ran on clark error grid using mean avg. Reading (59) as ref. Point vs. Bd readings (27, 91) yielded data points in the d range of the grid, outside of acceptable limits.